Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, peeling of the guidewire¿s coating occurred. The 90% stenosed target lesion was located in a non-tortuous and moderately calcified tibialis artery. A v-14 control wire was advanced with resistance, the control wire was removed and peeling of the coating was observed. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device returned presented the distal tip damaged. The device presents distal tip severely kinked at 296cm from the proximal end to distal end; also, the distal tip of the polymer coating is peeled 0.9cm approx. Measurements were taken and are all according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, peeling of the guidewire¿s coating occurred. The 90% stenosed target lesion was located in a non-tortuous and moderately calcified tibialis artery. A v-14 control wire was advanced with resistance, the control wire was removed and peeling of the coating was observed. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.